Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart and motor error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained alarms and found that the alarms can be cleared but then the pump alarms again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unexpected restart alarm after battery change due to interface board voltage leak. The motor was tested outside of the device and passed. No excessive no delivery no alarms noted. No signal too low or motor error alarm noted. No radiofrequency failed self-test alarms in the alarm history file noted. Device was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and missing end cap sticker.